Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery did not last as long as it used to, with battery depleting faster over the past six months and an average daily depletion of about 12.71%. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support, and no further assistance was requested.